Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced failure of product to contain medication. There was no reports of exposure or injury. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: some syringes are cracked, causing a spill of the product used in chemio - incidents happened during preparation of hazardous drugs. Incident report 1, november 26: when drawing doxorubicin from a vial the assistant technician noticed the 30 ml syringe was cracked and medication leaked from the syringe. Another cracked syringe was identified but not used for preparation.

Event description:
It was reported when using the bd luer-lok¿ tip syringe, the device experienced failure of product to contain medication. There was no reports of exposure or injury. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: some syringes are cracked, causing a spill of the product used in chemio - incidents happened during preparation of hazardous drugs. Incident report 1, november 26: when drawing doxorubicin from a vial the assistant technician noticed the 30 ml syringe was cracked and medication leaked from the syringe. Another cracked syringe was identified but not used for preparation.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided material number 302832 and lot number 1215185. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was not returned, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. H3 other text : see h.10.